Event description:
Journal reference: mcclelland et al. "Relationship of clinical efficacy to postmortem-determined anatomic subthalamic stimulation in parkinson syndrome." Clin neuropathol 2007; 26(6); 267-275. This article describes a male with parkinson's disease who was prospectively followed in a long-term clinical protocol until his death, 40 mos after electrode placement. After non-device related death, the autopsy confirmed that one lead had likely migrated immediately after insertion and therefore did not provide complete benefit to the pt.

Manufacturer narrative:
Death was not reported as device related.